Manufacturer narrative:
(B)(4). According to the complainant, the stent remains implanted but the delivery system will be available for return. However, the device has not been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on january 15, 2021 that a wallflex biliary rx fully covered rmv stent was implanted in the common bile duct to treat a pancreatic cancer during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was tight due to a pancreatic mass and was dilated with a 4x4 hurricane balloon prior to stent placement. According to the complainant, during the procedure, the stent deployed prematurely inside the patient and the stent did not bridge the ampulla. Reportedly, the physician felt comfortable leaving the stent implanted. Another wallflex biliary stent was placed stent-in-stent to bridge the ampulla and the procedure was completed. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation on (B)(4) 2021 that a wallflex biliary rx fully covered rmv stent was implanted in the common bile duct to treat a pancreatic cancer during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(4) 2021. Reportedly, the patient's anatomy was tight due to a pancreatic mass and was dilated with a 4x4 hurricane balloon prior to stent placement. According to the complainant, during the procedure, the stent deployed prematurely inside the patient and the stent did not bridge the ampulla. Reportedly, the physician felt comfortable leaving the stent implanted. Another wallflex biliary stent was placed stent-in-stent to bridge the ampulla and the procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a150103 captures the reportable event of stent prematurely deployed. Block h10: a wallflex biliary rx delivery system was received for analysis; the stent was not returned. Visual examination of the returned device found the outer blue sheath was kinked, approximately 46 cm from the tip of the delivery system. The clear sheath was accordioned and the outer sheath was stretched out in the guidewire access sleeve (gas) section. The gas ramp was returned lifted. No other issues were noted to the delivery system. The damages noted to the returned device were most likely due to procedural and anatomical factors encountered during the procedure. It may be that the techniques used the by the user during insertion of the device through the scope, or the patient's tortuous anatomy, limited the performance of the device and contributed to the sheath kinked, damaged and accordioned. However, the reported event of stent prematurely deploy could not be confirmed as the stent was not returned. Additionally, this event occured during the procedure and it is not possible to replicate the functional failure during device analysis. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. .